Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure wherein a suture sleeve was added. The patient was doing well postoperatively. The lead remains implanted in the patient and in use.